Event description:
Two enteral nutrition pumps, which had been serviced within a few months of delivery by medical sepcialty and delivered to our pt, read an internal error suggesting a need for MFR intervention. Pumps were louder than usual, pump made "funny noises" while charging, pump read erra-errz which would not resolve. This occurred after using the "new" pump for 1 night.